Manufacturer narrative:
The user facility submitted medwatch mw5109237 for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused during therapy (medication, dose, programmed amount and delivery rate unknown). It was stated, "pump programmed and running at 140mls/hour. When watching for piggyback to drip it was noted that pump was not pulling from piggyback or main IV bag. This was watched for about 1 minutes and all lines were double checked. Pump did not alarm." There was no known patient injury or medical intervention associated with this event. No additional information is available.